Event description:
Customer reported the catheter is coming unglued from the hub of the add on extension tubing causing a leak. No pt harm or medical intervention was reported. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Set was discarded at the facility. The lot number was not identified; therefore, the mfg history lot review could not be performed.